Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the ap300 absorbable clips do not work normally. A competitors product was used to complete the case. There was no consequence to the pt. 01/20/2000 additional info: the rep said that the ap300 cannot close the cystic duct normally.